Event description:
The pt experienced electrode failure. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery was performed in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.